Manufacturer narrative:
(B)(4).

Event description:
During follow up, it was reported the patient¿s right ventricle lead signal could not be detected and threshold increase was noted. X-ray imaging confirmed the rv lead was dislodged in the superior vena cava. The lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
A complete lead was returned in one piece with the helix found fully extended measuring within specification and clogged with blood/tissue. The inner coil inside the connector region was found over torqued consistent with damage caused during explant procedure. The field reports of unacceptable threshold and sensing anomaly were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead with the exception of damage consistent with that occurring at the time of explant procedure.